Event description:
A customer reported a malfunction on their pump, identified as a malfunction code "malf 0". The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to reset the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction recurs.